Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device evaluated by MFR: not returned to manufacturer.

Event description:
Pt had revision hip due to painful hip and notification of recall. She had a modular revision hip with mdm implanted.

Manufacturer narrative:
The patient is 66 inches in height. An event regarding revision due to pain involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall.

Event description:
Pt had revision hip due to painful hip and notification of recall. She had a modular revision hip with mdm implanted.